Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. Atrial fibrillation with rapid ventricular response at 205 bpm and 190 bpm contributed to the false detection. The pt was at home at the time of the event. The pt was conscious at the time of the event. There were no witnesses to the event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt remained at home following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained at home following the event and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4)- reuse. Electrode belt (B)(4), 08/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).